Event description:
It was reported by the clinician that after the swan sheath was inserted, blood poured out of the introduction hub. The user stated that the sealing valve bit was not working.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.